Event description:
It was reported that balloon ruptured occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 6.00mm / 2.0cm / 90cm pcb 2cm balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 30second. The device was removed without any problem, and the procedure was completed with another of same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6) hospital.